Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. Customer was able to load another cartridge on to the pump. Customer reported a blood glucose (bg) level of 171 (mg/dl) at the time of the alarm. Later in the day, the customer reported that the pump could not be charged despite the attempt of multiple wall adapters. Customer reported a bg level of 269 (mg/dl) that was addressed with a bolus. It was reported that the customer would revert to insulin injections for alternate insulin therapy.